Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were not reproduced. The alarms were confirmed during a review of the event history log and found to be caused by a failed upstream sensor with continuity on the tail pins. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message in the outpatient dialysis care area. It was also reported there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4).

Manufacturer narrative:
(B)(4). The follow up manufacturer report provided on 03/30/2016 was incorrect. This manufacturer report 1314492-2016-01953 is reporrtable and should remain in the FDA database.